Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (problem charging battery packs) was confirmed. Upon evaluation, there was contamination on the battery board and the q1 current controlling transistor was shorted. The cause of the inabiity to recognize a battery pack is the contamination and shorted component. The cause of the shorted component is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was producing faults while charging the battery packs.